Manufacturer narrative:
(B)(4). It is indicated that the complaint device is not returning for evaluation; therefore, a failure analysis of the device could not be completed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported balloon rupture appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the moderately tortuous mid left anterior descending (lad) artery. A non-abbott guiding catheter and non-abbott guide wire were placed. The 1.5x15mm mini trek balloon dilatation catheter (bdc) was unpackaged and prepped before use without issue. The bdc was advanced to the target lesion without reported issue; however, the balloon ruptured at 14 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott bdc and xience alpine stent implant were used to successfully complete the procedure. There was no additional information provided.